Event description:
It was reported that the patient experienced no stimulation sensation. There was no known related incident or accident reported. An impedance check run at different amplitudes showed that all readings were greater than 10,000 ohms. The patient was scheduled to have a lead revision performed on (B)(6) 2011. No information was provided related to the patient's outcome. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).